Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received indicating the patient was symptomatic and heard a pop. Boston scientific technical services (ts) referred the patient to their following physician. It was reported the patient was in hospice. No adverse patient effects were reported.